Event description:
It was reported that a pt underwent an unk surgical procedure and suture was used. The pt experienced a wound dehiscence. There was no further information available, however, additional information has been requested.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.